Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an unresponsive astral device. A resmed product support representative went through the trouble shooting steps and instructed the customer to perform a hard reboot of the device. The reboot resolved the reported issue. The device was not returned to resmed for evaluation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was alarming and unresponsive. There was no patient injury reported as a result of this incident.